Event description:
No where on hte packing is the strength indicated for synvisc - hylan g-f 20. All that is indicated is it's a 2ml pre-filled syringe. The package insert however does indicate a strength of 16mg/2ml syringe. For safety issues the strength should be indicated on the package also.